Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the involved angio-seal device suture locked. After permanent pace-maker implantation (ppi) was completed, the angio-seal device was used for hemostasis. As per usual procedure, the insertion sheath was replaced with the procedural sheath, the angio-seal device was completely inserted into the insertion sheath and then pulled back into the full rear-locked position. When the device was attempted to be withdrawn, the suture locked and did not appear at all. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The estimated blood loss was less than 250 ccs. No health damage for the patient. The event occurred intra-operative. The procedure before deploying the device was ppi. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 5 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 8 mm. There were no other devices or equipment used with the reported product. The patient was not injured during the event and medical/surgical intervention was not required.

Manufacturer narrative:
Patient identifier: not available due to hospital policy. Age & date of birth: not available due to hospital policy. Patient sex: not available due to hospital policy . Weight: not available due to hospital policy . Ethnicity: not available due to hospital policy. Race: not available due to hospital policy . Implanted date: device was not implanted . Explanted date: device was not explanted . The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.